Event description:
It was reported that during attempted arteriotomy closure after an interventional procedure, the device was hard stuck in the thick vessel. After pulling the device out, the patient developed a hematoma of approximately 7-8 cm. Hemostasis was achieved with compression. The patient had been anticoagulated with heparin. No additional information is available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.